Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a history of pericarditis. The patient was then treated with antibiotics. The patient experienced pain and as per additional information, the pain was from pericarditis. There were no additional adverse patient effects reported. The right ventricular (rv) lead remains in service.